Event description:
A surgeon reported that following a glaucoma filtration device implantation, there was poor flow of aqueous humour and the patient did not experience an intraocular pressure decline. The device was exchanged one week later for another shunt and the surgeon reported the shunt was found to be clogged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).